Event description:
It was reported that during a da vinci hysterectomy procedure, the customer noted that the mega suturecut needle driver instrument wire was broken. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported. The procedure was successfully completed.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the grip cable was broken at the distal idlers. The idler pulley spins freely and was not damaged. The cable segment sticks out at the wrist. No other cables damage was found. Additional observation not reported by the site was a derailed cable on the opposite side of the broken cable. Additional observation not reported by the site were distal pulley mechanical indentations. The instrument exhibited indentations at the edge of the distal pulley, which us on the same side as the grip cable derailment. Failure analysis investigation concluded that the damage was likely due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's broken cable found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.